Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the reported malfunction with the customer over the telephone. The customer reported that the ventilator passed extended self test (est), and it was functioning as intended.

Event description:
It was reported that a ventilator graphic user interface (gui) generated an alert message of ¿gui key suck.¿ there was no patient involvement.